Event description:
Litigation alleges that patient experienced hip pain, causing difficulty ambulating and sleeping. Additionally, it is alleged that implant is releasing metal ions into patient's body.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
Pfs and medical records received. In addition to what were previously alleged, pfs alleges device failure resulting to injuries. After the review of medical records for MDR reportability, it was stated that the patient was revised to address wear and femoral component loosening. Clinical notes reported of pain, discomfort, restricted active and passive range of motion, antalgic gait and radiographic criteria consistent with loosening of his hip. Laboratory result for cobalt was below 7ppb.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.